Event description:
Complainant alleges leaning against a heating pad and it burned a small hole in a pillow and caused minor redness of skin. No medical attention was sought.

Manufacturer narrative:
This pad was bunched/folded. Bunching is abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of misuse/abuse of the product. Pad has been bunched/folded down the center and across one corner. There are two burn areas in the vinyl where the wire is exposed. One at the top of the pad next to the wire connection with the pc board and the other at the folded corner of the pad. The wattage of the pad fluctuates between approx 60 and 72 watts when first turned on and then decreases. Sensing wire in the pad is broken.